Event description:
At 15:00 hrs, first change of the bag by the pt, pharmacist gave advice by phone (bag with 2000 mg morphine in 100 ml, basal rate 3.6 mg/h at pca modus, analgetic therapy because of a teratoma with metastases in lung and bones). About at 07:45, the spouse of the pt calls the pharmacist, because the pump gives alarm signal 7, the pt is awake and oriented, the pump is stopped, then started again without any alarm. Approx the same day at 10:30, pt is somnolent, breathing slow, in the bag are only 55 ml rest volume. The pt was admitted to hospital, their vigilance improved after naloxon (2 x 1 amp / s.c.). Calculation: from 15:00 -07:45=17.75 h x 3.6 mg = 63.9 mg = 3.2 mlh. 0745-10:30=2.75 h x 45 ml - 3.2 ml = 41.8 ml = 41.8 ml in 2.25 h = 15.2 ml/h = 304 mg/h.